Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that a valve is under draining. The reporter indicated that a 5 month 6 day post operative valve is under draining. The device was explanted. Additional event details have not been provided.

Manufacturer narrative:
Height: 170 cm. Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valves are permeable. Adjustment test: the adjustment test has shown that the progav 2.0 is adjustable to all settings. For the shunt assistant 2.0 the adjustment test is not applicable, because it is a valve with a fixed pressure. Braking force and brake function test: the investigation of the braking force of the progav 2.0 valve showed that the brake function is fully operational and the braking force is within the given tolerances. For the shunt assistant 2.0 the test is not applicable, because it is a valve with a fixed pressure. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The valve is tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h and up again to 60 ml/h with the valve in both vertical position and horizontal position (in acc. To iso 7197). Distilled water is used as the test-liquid. The opening pressure is expected to measure at the reference flow rate 5 ± 2 cmh2o in the horizontal position and 0 ± 4 cmh2o in the vertical position. The opening pressure in the horizontal position at a reference flow level of 5 ml/h was measured at 3,58 cmh2o. The valve operates within the accepted tolerance. The opening pressure in the vertical position at a reference flow level of 5 ml/h was measured at -2,35 cmh2o. The valve operates within the accepted tolerance. Results: first, we performed a visual inspection of the valves. No significant deformations or damages of the valves were detected during the visual inspection. Further, we tested the permeability of the valves. The test has shown, that the valves were permeable. The testing of the adjustability, the brake functionality and as well the brake force of the progav 2.0 valve was possible and within the accepted tolerances. For the shunt assistant 2.0 the test is not applicable because it is a valve with a fixed pressure. As part of the test bench measurement both valves worked reliably within the specified tolerances. Finally, we have dismantled the valves. There were no visible deposits observed inside the progav 2.0 valve. However, visible deposits were found inside the shunt assistant 2.0. Based on our investigation results, we cannot confirm the suspicion of under-drainage. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Urther actions: no further actions are required in our point of view.